Manufacturer narrative:
Date of birth: (B)(6). Device is combination product. Device evaluated by MFR: the device was not returned to the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09134. (B)(6) clinical trial. The patient was referred for cardiac catheterization as per pe prove protocol. Target lesion 1 was an 80% stenosed de-novo lesion located in the 3rd obtuse marginal (om). The lesion was pre-dilated and a 2.50x28mm promus element stent was deployed. Residual stenosis was 0%. Target lesion 2 was a 90% stenosed de-novo lesion located in the proximal left circumflex (lcx). The lesion was pre-dilated and a 3.00x12mm promus element stent was deployed. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. A year and a half later the patient died. The cause of death was unknown.